Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device needs a software update, and it also has a hole in the downstream occlusion ( dso). The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Visual inspection confirmed a hole in the downstream occlusion (dso) sensor. The dso seal was torn. The dso sensor was replaced to correct primary issue and the software was updated. The device passed all functional tests after the repair.